Event description:
Access and angiograms were taken, the physician chose a silverhawk sx for the peroneal. The silverhawk sx was inserted and advanced to peroneal artery and the physician performed 3 passes in different quadrants, after which the physician removed the silverhawk sx from the patient and took an angiogram with contrast through the sheath. The contrast did not flow adequately to peroneal and the physician believed that the sfa lesion was flow limiting contrast that resulted in a poor angiogram. At this time, the patient's respiratory problems began to arise and patient became agitated, moving arms and legs, the patient seemed to calm down after several minutes and the physician then inserted silverhawk msm and advanced it to the sfa lesion where he made 4 passes in two lesions. The physician removed the silverhawk from the patient to take an angiogram through the sheath. The angiogram showed flow from the sheath to the popliteal artery and it stopped. The physician believed a clot was formed in the popliteal which prevented the contrast from moving further distal to below the knee arteries. He attempted to remove clot with an export catheter. At this time, the patient's respiratory problems continued to get worse and the alarm code was activated, the patient later expired.

Manufacturer narrative:
For other silverhawk device used in this procedure.